Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 59-year-old male undergoing coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support. Following the impella 5.5 insertion a transthoracic echocardiogram (tte) was performed and showed a non-mobile organized apical left ventricle (lv) thrombus. The patient was started on systemic heparin for treatment.

Manufacturer narrative:
The investigation into the thrombus has been completed since the original report was filed. The pump was returned for evaluation. As per clinical, patient observed to have apical lv thrombus. Visually inspected and no physical abnormalities were found. Borescope view obtained but no biomaterial ingestion was observed. No other abnormalities were found. Data logs were review and no motor current spike found relative to biomaterial interaction. The cause of the embolic stroke issue was most likely patient condition related with lv thrombus observed per imaging.